Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : reference should be made to com 281469 where medical records, DHR, and device were reviewed. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The mode of failure of the prosthesis is multi-factorial. Device history lot : the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. 30 parts were manufactured per specification. This batch was manufactured in july 2003. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a fracture of the neck of the stem.

Manufacturer narrative:
The complaint description states that a patient had a spontaneous fracture of the neck of the stem implanted on (B)(6) 2004. Revision and new stem implanted. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.